Manufacturer narrative:
The investigation analyzed the customer feedback and concluded that the k discrepancy between epoc and vista is largely due to sample hemolysis observed on the vista. The investigation also analyzed the in house data base, including blood and aqueous results obtained in finished goods and lifetime studies, for instances of k critical medical errors (cme). These are instances where unacceptable readings for k were observed in testing and not flagged by the epoc system. (B)(4). Note that this cme occurred in an aqueous sample and the blood results showed no issues on low potassium readings. The investigation equally reviewed the performance of lot 07-11189-00 in various studies including the finished goods and found it acceptable. We conclude that the epoc system accurately reported the potassium level of the sample that was used.

Event description:
A pt with multiple issues, was admitted in ed on the (B)(6) 2011, 13:37 after she was last dialyzed on the (B)(6). Blood was collected at 14:00-14:10 and sent to the lab. At 14:22 after coming back from cat scan, she started exhibiting bundle branch rhythm change and the code started. At 14:23, the sample reached the lab. At 14:25, epoc reported k=5.1mm. At 14:45, vista reported k=8.1mm with a note that the sample was hemolysed. The pt expired at 15:03. The (B)(6) ed staff concluded that "the pt probably would not have survived, but with epocal missing the k+, had we known it was critical sooner, may be something could have been done differently."